Event description:
It was reported that a transpac® IV monitoring kit disconnected and will not calibrate. The transducer was used during the patient¿s s coronary angiography. The transducer was unable to calibrate and the cable wire was found broken. It was replaced with no further problem. There was no patient harm reported. No additional information is available.

Manufacturer narrative:
The device is not available to be returned for evaluation. Without the return of the sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined at this time. Initial reporter phone: (B)(6).

Manufacturer narrative:
The reported complaint of could not calibrate was confirmed. No product samples or videos were returned for investigation. However, an image was provided by the customer showing a damaged cable. Without the return of the reported sample, a probable cause could not be identified. The lot history was reviewed and there were no nonconformities that would have contributed to the reported complaint.